Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Poly (and srom head) exchange for wear. P3 pca 10 degree liner used in replacement. X-ray showed wear of poly.